Manufacturer narrative:
Device returned with no lot identification.

Event description:
Devices were used during a (total) gastrectomy. It was the dr. Could not fire the instruments. Another stapler was used to complete the case. There was no consequence to the pt.